Event description:
Facility reports that two hours into the treatment the dialysis machine alarmed and when the nurse went to investigate found the venous line had became disconnected from the pt's quentin catheter. Elb-200cc. Pt then shortly enterned cardiac and respiratory arrest. Pt was coded and transported to the e.r. For emergency treatment. 160 narrow venous limits were set. Pt's access was not covered when the incident occurred. Sample is available for analysis.